Event description:
The customer reported a failure to acquire patient ECG signals via the m1663a ECG trunk cable. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.